Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 years, 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was experiencing syncopal events while at home, and that on admission the inr was sub-therapeutic at 1.2 with an elevated lactate dehydrogenase of 2655 u/l. No power elevations were reported. A heparin infusion was initiated and the ldh decreased to 2000 u/l. The inr was 1.7 at time of discharge. It was reported that the patient was dehydrated, and that lasix was discontinued. A head CT for syncopal events was negative. Florinel was initiated for every other day for dizziness and lightheadedness. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.